Event description:
Technical services received a call on 10/04/2011. Caller stated that this rv lead will be extracted due to infection. Lead was implanted on (B)(6) 2011. The extraction will be done at (B)(6) center by dr. (B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).